Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ multi-use nestable sharp collector, 8 qt hinge cap exhibited safety lid failure. No serious injury or medical intervention was reported.

Event description:
It was reported that bd multi-use nestable sharp collector, 8 qt hinge cap exhibited safety lid failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Samples pictures or lot number were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. The DHR review process was not performed since the lot number is unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut for the same part number. According to this investigation this failure mode is already known since previous complaints were received for the same issue throughout 2017, for this reason a (B)(4) was opened to perform the investigation as well to implement corrective actions. Due to the lot number was not provided from customer, it can¿t confirm if this issue arose after corrective action implementation. Corrective actions were full implemented for batches manufactured from 2018 on forward, in accordance to customer complaint records there is no complaints received from batches manufactured after corrective action. Root cause slot reference dimension was found greater (loose) than drawing specification. Corrective actions. Align steel as per drawing requirement. Create mold inserts to be replaced if needed, during preventive maintenance. Based on this investigation this failure mode was caused due worn out on the mold, the corrective actions were implemented and evaluated as effective. If additional information (sample and/or lot number) that helps to confirm that this problem come up after corrective action implementation can be provided, then a new complaint record will be open in the flex system to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.